Event description:
It was reported that the patient was in the hospital for ablation procedure. Fluoroscopy revealed externalized conductors. No electrical anomaly was observed. The physician will continue to monitor the patient.